Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sound on the device was hardly audible. The customer's blood glucose was 250 mg/dl. Troubleshooting was performed. They did not hear the differences between the two audio beep volumes. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Hardware low level failures was present in the insulin pump trace download and hardware low level failures alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.